Manufacturer narrative:
Device batch records and acceptance activity were reviewed on 29oct2020 for the interbody implant lot; device lot released on 04/06/2020. Sterile expiration date: 2027-01-01. No anomalies were found related to the reported problem. To date, items of the same lot have been sold without any similar reported event. In the initial surgery another manufacturer's parallel sizer instrument was utilized for selection of the lordotic interbody implant size. It was reported that the patient had very parallel end plates, which would necessitate posterior supplemental fixation for compression of the lordotic implant to prevent migration or alternatively utilizing a non-lordotic implant for this patient anatomy. Revision surgery was performed on the patient and the existing (quantity: 2) lumbar interbody implants were tamped back into position and another manufacturer's fixation system compressed and re-tightened for lordosis. There were no further patient complications reported. There is no indication that the adverse event was caused by any defect of the device. Note: there was a delay in submitting this MDR due to production account approval through the FDA webtrader portal process.

Event description:
Initial surgery was performed on (B)(6) 2020 for plif single level fusion at l5-s1 without final posterior compression of supplemental fixation. Posterior movement of interbody implants discovered about (6) weeks after original surgery implantation. Revision surgery performed to tamp the interbody implants back into the disc space anteriorly and then compress on the screws to increase the lordosis and increase endplate contact with implant. Surgical revision procedure was completed without issue and patient discharged in normal course.